Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Retainer = black. Customer returned pump for alleged pump error 53, 3, 28, 37 and 42 alarms and cosmetic damage located on the battery compartment reported on (B)(6) 2021. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08665 inches. Successfully downloaded the trace and history files using thus. No unexpected pump error 28, 53, 3, 37, or 42 alarms noted during testing and a review of the history files shows on (B)(6) 2021 pump error 28 alarm at 19:05, pump error 53 (linenumber 458 filenumber 32107) alarm at 19:06, and pump error 3 (linenumber 2803 filenumber 2002) alarm at 19:06 were triggered due to a software error (interrupt preemption causing main-motor sync failure). Further review shows on (B)(6) 2021 at 08:18 both pump error 37 and pump error 42 alarms were triggered due to a motor error, fault isolated to the motor. The pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, end cap address label fading, serial number label stained and fading, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Cosmetic damage on the battery compartment is confirmed. Pump error 28, 53, and 3 alarms are confirmed due to a software error. Pump error 37 and 42 alarms are also confirmed and isolated to the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that damage (physical or cosmetic), pump error 3, pump error 53, pump error 28, pump error 42, pump error 37 occurred. There was no adverse impact or consequence reported as a result of this event.